Event description:
The doctor reported that it was a little difficult to make the incisions sharply with the knives during six to seven cases. It was noted that the knives were "pretty tough" because of something on both sides of the knives. There was no harm to the patients. Additional information has been requested.

Manufacturer narrative:
A sample has not been received for evaluation; therefore , the condition of the product could not be verified. The device history records for the component lot was reviewed. No abnormalities that could have contributed to the complaint were found during the review. The associated lot was released based on the manufacturer's acceptance criteria. A root cause has not been identified. (B)(4).